Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes are under filling with a bd vacutainer® sst¿ blood collection tubes. This occurred on 15 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from spanish to english: final client of ihr bought 2 vacuum tube racks with gel, at the time of sampling, the tube does not have full sample filling and sometimes it does not fill anything, the client reports that it has happened with patients who have a good vein and return and that this has happened to them with 15 tubes.

Event description:
It was reported that tubes are under filling with a bd vacutainer® sst¿ blood collection tubes. This occurred on 15 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from spanish to english: final client of ihr bought 2 vacuum tube racks with gel, at the time of sampling, the tube does not have full sample filling and sometimes it does not fill anything, the client reports that it has happened with patients who have a good vein and return and that this has happened to them with 15 tubes.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.